Event description:
Device was returned for an unknown reason. During the service technician found the bearing overheated and the coupling was defective. Pretest repair test results showed failed temperature, sound and rpm testing. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device bearing overheated and the coupling was defective. The device failed temperature, sound and rpm pre-tests. The device was repaired and returned to customer on (B)(4) 2013.